Manufacturer narrative:
Actual model # 620100-11. This report was submitted for similar model. Corrective and preventive actions have been implemented. Zero (0) similar reports have been received. Monitoring for same/similar reports will be conducted.

Event description:
During surgery, the staff realized that the surgical hood was fraying and material residue fell into the surgical site. The hood was changed and the wound site was cleansed to remove foreign material and explored to confirm removal. Follow up information received on (B)(6) 2018 reported the patient did not experience any post-op complications or other problems associated with the reported issue and that the residue had been successfully removed. No additional information is available or expected.